Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A test electrode was inserted into the lead barrel with no issues observed. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received four inappropriate shocks due to t-wave oversensing. Initial screening prior to implant showed only one viable sensing vector. The system was implanted, automatic set-up selected the alternate vector with a gain of 2x. Defibrillation threshold (dft) testing was successful, with a higher impedance measurement of 133 ohms. At the pre-discharge device check, an x-ray showed the electrode had migrated slightly, but sensing was appropriate and the patient was released with an appointment the following week. At the first check, the patient complained of pain from the electrode, especially when bending over, and a hematoma was noted. Sensing was stable, and another x-ray showed the electrode was positioned more like it was at the initial implant and not at the pre-discharge check. An electrode revision was planned. When the patient arrived to the hospital for the revision, the device delivered the four inappropriate shocks. Review of the episode showed t-wave oversensing at higher rates (150-170 bpm). During the revision, pre-screening revealed no acceptable vectors. The electrode was moved more left and again more right, with amplitudes too small and out-of-range for the device to sense. Therefore, the s-ICD and electrode were explanted and replaced with a transvenous system. No additional adverse patient effects were reported.